Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with small to medium ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer's spouse assisted customer in changing infusion set and cartridge. A manual insulin injection was administered to address elevated bg. The customer alleged that the cause of the high bg was due to the infusion set, however, there was no issue reported or identified with the infusion set.